Event description:
It was reported that suture placement was attempted in the right common femoral artery using a preclose technique with a prostar xl device prior to an aortic abdominal aneurysm procedure (aaa). A 6fr sheath was used to deploy the closure device and was later upsized to a 12.5fr sheath for the aaa procedure. Reportedly, after needle deployment, when retracting the plunger, the sutures got tangled and broke. The guide wire that remained inside the arteriotomy site was placed and the introducer sheath was then reinserted and used to provide hemostatic control. The artery was closed surgically. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the prostar xl device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Guide wire: 0.035 guide wire, sheath: 6fr, 12.5fr, other: heparin, lidocaine 2%, fentanyl, midazolam. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the intial medwatch report it was noted that after the procedure, the sutures got tangled and broke with suboptimal hemostasis that required direct surgical repair. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. The sutures getting tangled and breaking during knotting as reported can be influenced by numerous factors that include, but are not limited to manufacturing, user technique and/or patient anatomical conditions. During manufacturing, the suture lots used in the prostar xl device lot passed all testing for thickness, tensile strength and visual appearance. During manufacturing, each device is inspected for frayed sutures and at final inspection all prostar xl devices are inspected for cuts in the sutures. A sample of finished devices is taken from each lot and verified for ability to completely functionally deployment. There was no report of any abnormal user technique or deviation from the suture management or knot advancement sections of the prostar xl instructions for use (IFU). Suture breakage could be caused by artery calcification; however, no calcification was observed in the patient. No information was provided regarding user technique/anatomical conditions that may have affected the device performance. Based on the reported information and the manufacturing inspection criteria, a definitive cause for the reported sutures tangling and breaking and the associated patient effects could not be determined. A review of the product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this event. A query of the complaint handling database was performed and there is no indication of a product quality deficiency.